Event description:
Healthcare professional reported "late seroma" and "high suspicion of anaplastic lymphoma". And later patient reported "folds", "large intracapsular collection is observed, reaching an approximate thickness of 25 mm, findings probably related to seroma, but without ruling out the presence of anaplastic lymphoma given the increased enhancement of the capsule" and "a lymph node with cortical thickening reaching 10 mm in thickness is observed". Pathological markers confirming alcl have not been received. This record is for the right side. Device remains implanted. Patient had the drainage of the late periprosthetic seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 b6 h6.

Event description:
Healthcare professional reported "late seroma" and "high suspicion of anaplastic lymphoma". And later patient reported "folds", "large intracapsular collection is observed, reaching an approximate thickness of 25 mm, findings probably related to seroma, but without ruling out the presence of anaplastic lymphoma given the increased enhancement of the capsule" and "a lymph node with cortical thickening reaching 10 mm in thickness is observed". Pathological markers confirming alcl have not been received. This record is for the right side. Device remains implanted. Patient had the drainage of the late periprosthetic seroma.

Manufacturer narrative:
The events of seroma, and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "late seroma" and "high suspicion of anaplastic lymphoma".